Event description:
Her son experienced several occasions where the tubing of the infusion set separated at the luer lock. Mother did not have the specific details of every event, but on one occassion, she noticed the smell of insulin. Her son was displaying signs of hyperglycemia. She stated that he was dehydrated and experiencing lack of concentration, headache,frequent urination and incoherent. His blood glucose read above 500 mg.dl. The reporter stated that she took her son to the emergency room where he tested positive for ketones. He was treated with insulin and fluids and released a few hours later . The reporter stated that on other occasions she would recognized the tubing separation and change the infusion set and adminster a bolus to brin down his blood glucose levels. No product is available for return.

Manufacturer narrative:
Product not returned for evaluation.